Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the overall complaint was confirmed as the distal tip of the complaint device was deformed. However, the reported condition for the broken could not be confirmed. The potential cause for the defect could be due to unintended forces applied to the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 03.404.035. Synthes lot # h887255. Supplier lot # h887255. Release to warehouse date: 11 aug 2020; 29 jun 2020; 03 jun 2020; 25 aug 2020; 09 apr 2020. Supplier: mark two engineering. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(.the image(s) was reviewed, and the complaint condition was confirmed, as the image showed the prongs had broken off. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. The complaint condition can be confirmed during photo investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation (pie 1871936) was initiated to define any further action related to the breakage. This complaint condition cannot be investigated further until all the open activities will be concluded. Device history lot ==> part # 03.404.035. Synthes lot # h887255. Supplier lot # h887255. Release to warehouse date: 11 aug 2020; 29 jun 2020; 03 jun 2020; 25 aug 2020; 09 apr 2020. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: (B)(4). The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that on (B)(6) 2021, the reamer irrigator aspirator (ria) 2 driveshaft became disconnected from the reamer head. The driveshaft drive splines were worn away and the driveshaft had developed a bulge at the distal end which prevented it from being removed from the disposable driveshaft tubing. No patient consequence was reported. Concomitant device reported: unknown reamer head (part# unknown, lot# unknown, quantity 1). This report is for one (1) drive shaft for ria 2 520mm. This is report 1 of 1 for complaint (B)(4).